Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00187. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, and enterocele and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of previously placed mesh, anterior repair, cystoscopy on (B)(6) 2008 due to erosion. On (B)(6) 2010, the patient had cystocele repair, anterior/posterior repair and perineoplasty.

Manufacturer narrative:
It was reported that the patient underwent sling material removal on (B)(6)2015 by dr. (B)(6) due to exposed bladder mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection and urge incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urgency, urinary frequency, and interstitial cystitis.